Event description:
(B)(6 report: dr. (B)(6, surgeon of the hosp, reported to our sales rep (b)(6 that a pt came in again because of pain in the knee. The surgeon took an x-ray he saw that there was a haematoma. Therefore, he performed an operative evacuation of haematoma.

Manufacturer narrative:
The following devices were also listed in this report: series 7000 standard tibia: cat# 7115-0009; lot# mje1t0. Scorpio nrg x3 cr tibial insert #9 8mm; cat# 82-6-0908, lot# mjnv93. It cannot be determined which, if any of these devices may have caused or contributed to the reported hematoma. An eval of the reported device(s) cannot be performed as the device(s) remained implanted in the pt and were not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.